Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material# mx9060 and lot# 24099252 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxguard extension set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the pressure blew a hole in the tubing, causing contrast to leak out and IV to bleed through the hole in the tubing